Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse patient event? If yes, please describe. Is the package being opened and the suture thread is observed to be torn? Is the unopened suture package observed to have a hole, rip, cut, or tear in it? Does the primary package not open along the expected seam or tear unexpectedly? Has the occurred on one or multiple occasions? If multiple occasions please provide the following information: the number of occasions? Have any of these complaints been previously reported to ethicon? The procedure names and dates? The number of sutures packets that experienced the problem per procedure has this happened across any other product codes and lot numbers besides nm107x / ac0465? Is the product or representative sample (product from the same lot number) available for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, the packaging of the thread was being to open and torn. It was also reported that the product was used anyway. Additional information has been requested.

Manufacturer narrative:
The actual sample was returned for analysis. In the visual inspection it was observed that the paper was partially torn. It seems that the paper part did not separate completely from the plastic film when the package was opened. In the functional inspection of the sample, it was tested for parameters of sealing resistance and all results fully met the material specification. During the tests, the paper did not tear or separate from the adhesive in a wrong way. The results for sealing test fully met the material specification. Therefore, it was not possible to identify the cause for the torn paper.